Event description:
Pt called lfs and alleged that her meter was reading inaccurately low. The pt was told by her physician to have a lab test performed. The pt obtained a result of 116 mg/dl on the lifescan meter and 163 mg/dl on the lab. The pt drank coffee with creamer before the lab test. The pt stated that there was an 11-20 minute time difference between his meter result and the lab test. No other treatment was reported, other than the lab test. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the info provided, there is evidence of a meter malfunction; however, three is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.